Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(2 of 3) it was reported during surgery the screw cross threaded in the locking hole proximal to the oblong hole in the metacarpal and could not back out. The driver's tip snapped off. The surgeon had to strip the bone from the screw. A new plate and screw was used to complete the surgery after a 30-45 minute delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00273 through 3025141-2024-00275.

Manufacturer narrative:
The reported 2.7mm x 10mm lkg hexalobe cocr screw (part number 3060-27010) was returned for evaluation. Manufacturing and inspection records could not be reviewed as the batch/lot number could not be confirmed due to the damage of the screw. However, the reported plate was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The acu-loc® wrist spanning plate, short (part number 7006-1170n-s, batch number 594171) was returned for evaluation. The returned plate and screw were examined under magnification. The returned screw and plate were stuck together, with the screw inserted at a slight angle within the hole and sitting proud in the plate. The underside of the screw head showed debris stuck between the screw and the plate as well. The screw head showed significant signs of damage, particularly around the drive recess. There was significant scratches and deformation on the plate around the screw hole as well. It was not possible to determine what portion of the damage to the screw head occurred as a result of the insertion versus the removal attempt of the screw. The damage was consistent with a screw thread cross-threading while being inserted into a plate, where the threads of both the plate and screw deformed possibly due to off-axis insertion of the screw. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: medical device problem code (annex a): updated to 2919. Type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.